Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received pump error alarms. The customer¿s blood glucose level was also high as 380 mg/dl and treated with injections. Troubleshooting was performed for pump error alarms and notice could able to rewind insulin pump. The customer performed self test and it passed, however, the customer received pump error alarm again. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.